Manufacturer narrative:
It was reported that on literature review ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿, 1 revision surgery was reported due to pain and elevated cobalt and chromium levels while using bhr components. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events concluded that previous events were identified, and field actions were initiated, but there is not enough information to relate this event with prior escalated actions. Smith and nephew has not received the explanted devices or adequate patient-specific materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Complaint reference: case-(B)(4). Graham r. Hastie; the journal of arthroplasty xxx (2020) 1-5 ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿

Event description:
It was reported that on literature review ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿, 1 revision surgery was reported due to pain and elevated cobalt/chromium level while using bhr components.